Event description:
An unknown endurant ii stent graft system and other unknown stent grafts were implanted for the endovascular treatment of a 6.7 cm diameter abdominal aortic aneurysm on. The diameter of the proximal aortic neck was 21 mm, with a length of 10 mm and an angulation of 0 degrees. It was reported that on an unknown date, the physician noted a type ia endoleak. A secondary procedure was performed and the leak was resolved. No additional clinical sequelae were reported and the patient status is unknown. The physician stated that the endoleak was caused by anatomical conditions so that it was not related to the relevant device. Additional treatment was completed without endoleak.

Manufacturer narrative:
(B)(4).